Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture, loss of sensing and lead impedance anomaly due to dislodgement. The lead was successfully repositioned.